Event description:
It was reported to manufacturer that the vns pt was scheduled for surgery due to generator extrusion. Additional info was received in the form of clinic notes from the treating physician, which stated, "the wound appears infected". It was also noted by the physician that "the pt rolled out of bed 2 days ago and the generator came out of the chest". The pt subsequently had surgery where the generator was removed. The plan is to re-implant a new generator however, surgery has not been scheduled as it was reported that the surgeon packed open the wound post operatively and it has been opened so long, that it was "impossible to close". The surgeon is waiting to ensure that the wound heals properly.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.